Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device and battery used at the time of the event were not returned to zoll medical corporation for evaluation. Instead, the clinical log of the customer's report was provided. A review of the clinical log showed the device delivered two shocks (120j and 150j) prior to issuing a charge failure prompt when the next four 200j shock attempts were made. The clinical logs suggest the device was operating on low battery power as auxillary power was not connected. A battery calibration message appeared at power on which indicates the runtime indicator will not display the actual run time for the battery and will not alert the user of a low battery. Per the surepower ii operator's guide: "you must perform periodic inspection, capacity testing, and functional testing of rechargeable defibrillator batteries to ensure the availability of safe and reliable batteries.? Additionally, it is recommended to perform accessory and device checks at every shift check and have a spare battery with the device when deployed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 68-year-old male patient, after successfully delivering two shocks the device displayed a "defib charging error" message. Complainant indicated that the patient subsequently expired.